Event description:
On (B)(6) 2024, the lay user/patient contacted lifescan (lfs) united states, alleging that her onetouch verio flex meter was displaying an ¿error 4¿ message during testing and was reading inaccurately compared to a hospital meter. The complaint was classified based on the customer care agent (cca) documentation and on additional information obtained by the medical surveillance specialist after reviewing the call recording, since multiple attempts to reach the patient for further information were unsuccessful. The patient reported that the alleged issues began in (B)(6) 2024 when she started using the meter. The patient claimed the meter prompted the error message intermittently and displayed high and low results which were ¿30-100 points different¿ when compared to results obtained on a hospital meter. The patient stated that she manages her diabetes with lantus and humalog insulin (sliding scale based on blood glucose readings) and tests her blood glucose 10 times a day. The patient indicated that she continued to follow her usual routine of diabetes care and management in response to the alleged inaccurate readings and mentioned that she had skipped insulin when she was unable to test her blood glucose due to the error message appearing. The patient stated that she had been waking up most mornings since the alleged issues began with symptoms of ¿feet burn, tired, sleepy and sweating¿ and on one occasion, her ¿body was crashing¿ and her daughter found her ¿passed out¿ and called an ambulance. The patient claimed she woke up in hospital where a blood glucose result of ¿20 mg/dl¿ was obtained and was hospitalized for 5 days. During the hospitalization, the patient claimed she received a blood glucose reading of ¿100 mg/dl¿ with the subject meter compared to a reading of ¿150 mg/dl¿ on a hospital meter, and was given insulin according to her sliding scale based on the hospital meter readings. At the time of troubleshooting, the alleged error message was not resolved. The cca noted the patient was following the correct testing process. The cca confirmed the test strip vial was intact and the test strips had been stored correctly and were not expired or opened past their discard date. The cca noted that the patient did not have control solution available to perform a quality control test. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury adverse event after the alleged meter issues began. The subject meter could not be ruled out as a cause or contributor to the event.